Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced an unspecified sensor issue which occurred on an unspecified after the sensor had been inserted into the abdomen. The patient reported that the dexcom sensor was not working, however, could not provide the specific error message given. The patient stated that he had a ¿high bg (blood glucose) fingerstick¿ reading but cannot recall the specific value. It is unclear how long the patient had been without cgm (continuous glucose monitoring) readings before testing his bg meter reading. No patient symptoms were reported. The patient drove himself to the ER (emergency room). The patient stated he was treated for hyperglycemia and pneumonia but cannot recall any of the treatment/medication details. The patient was discharged home 9 days later. The patient was in good condition at the time of the report. Technical support contacted the patient on (B)(6) 2024 for more clarification, and the patient said he could not recall any other event details. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.